Event description:
Consumer reports, my doctor is scheduling surgery to replace or repair my band because it does not hold the solution. Two attempts have been made to obtain additional info.

Manufacturer narrative:
Date sent: 9/3/2009. Device was not returned for eval.